Event description:
The clinician reported that 9 months after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician reported the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.